Event description:
It was reported that the user experienced hyperglycemia after a full supply change on the ilet, with sensor glucose previously reading ¿high¿ and a concurrent manual blood glucose of 466 mg/dl; troubleshooting suggested possible delayed absorption due to frequent use of abdominal infusion sites and potential scar tissue, and education and a goodwill replacement order were provided. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no reported medical intervention or hospitalization. Investigation included customer interview, review of device use, and troubleshooting with education. Investigation of this case revealed an unclear cause of hyperglycemia with a likely contribution from infusion site issues affecting insulin absorption. It was concluded that the event was user- and use-environment related with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.